Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned but analysis could not be performed due to legal restrictions. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that a remote monitoring transmission was received that indicated that the right ventricular lead triggered an alert due to high svc coil impedance. It was further reported that the svc was programmed off. A few months later, another alert was triggered for high impedance on the pace/sense right ventricular lead. The rv coil was suspected to be fractured in addition to the svc coil. The high voltage and pace/sense right ventricular leads were explanted and replaced. No patient complications have been reported as a result of this event.